Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that, on the day of report, a surgery was to be performed for a flipped pump. Upon reading the pump logs, it was seen that an empty reservoir alarm had occurred on (B)(6) 2013. It was indicated that the patient had been without pump therapy since then and had no relief of symptoms; however, no specific symptoms were reported. In addition, the logs showed that there had been a motor stall with recovery on (B)(6) 2014. It was stated that a dose adjustment might be necessary per physician decision. The device system had been used to deliver baclofen. Later that same day, it was reported that, though the pump noted a stall, the patient¿s family couldn¿t recall if an MRI had occurred. It was noted that the pump segment was replaced and a new pump was implanted. Four days later, it was reported that the catheter had been ¿all coiled up in a ball in the pocket¿. It was reportedly uncertain if the catheter connector had been damaged, but the surgeon replaced the pump segment of the catheter.

Manufacturer narrative:
Returned for analysis was only the pump and not the catheter. Analysis of the pump revealed that there was no anomaly found. The pump passed all testing. There was a single motor stall and recovery seen in the logs that occurred on (B)(6) 2014. After doing further analysis there was nothing significant found that may cause the motor stall. There are many factors that can cause a pump motor to stall, for instance emi (electromagnetic interference) and/or magnets.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.